Event description:
Home monitoring alerted device hit eri on (B)(6) 2018. When patient was brought in to clinic on (B)(6) 2018, device showed 36 percent battery remaining. Device remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during manufacturing. In a next step, the returned device data was inspected. During inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Therefore, in order to exclude any potential harm for the patient, we would like to recommend the device is replaced and returned to biotronik for analysis. Individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should further relevant information or the device itself become available, this investigation will be updated.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps had been performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the ICD interrogation revealed the battery status eos. The device was implanted for approximately 67 months, and 30 charging cycles were documented. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to a depleted battery. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Next, the electronic module was attached to an external power supply to check the functionality of the electronic module. The measured current consumption was normal and as expected. There was no indication of a malfunction. All therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies associated with this battery were documented during the production process. The battery was subjected to a visual and an electrical inspection, as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed elevated heat dissipation. The battery was opened for destructive analysis. During the inspection of the inner assembly, insulation damage within the battery was identified, which led to an elevated internal self-depletion. In conclusion, the device was implanted for approximately 67 months. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Further investigations revealed an increased internal self-depletion within the battery that contributed to the clinical observation. Biotronik will monitor closely if complaints received in future point towards a common root cause.